Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. Product ID 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) trial. Two days following the implant of the scs trial system, the patient's lead was pulled due to in an increase in back pain. The patient was sent to the emergency room, and an MRI revealed an epidural hematoma. The patient was admitted to the hospital and underwent epidural decompression the same day. X-rays were also taken, but the results were not provided. The patient also experienced symptoms of weakness at an unknown location. The lead was explanted and discarded by the customer. The healthcare professional (hcp) reported that the cause was not determined. The hcp also reported that the patient lost movement in their bilateral lower extremity, and remained hospitalized to undergo inpatient rehabilitation.